Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred after upgrading the software version on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reinstalled on the device to address the issue. After reinstalling the software on the device, the final and run-in tests were performed, along with the battery and valve checks. The device was found to be operational, and it was cleaned.